Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va08mwk, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va08mwk, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted:(B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturing representative reported that the patient had their device and extension removed due to evidence of a (B)(6). The patient was on six weeks of antibiotics and a replacement surgery was planned.